Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia and ventricular fibrillation. The implantable cardioverter defibrillator treated with atp and shocks appropriately and able to convert rhythm however, the patient went back into vt and subsequent shocks failed to convert. The patient was ultimately rescued by external shocks. Programming changes were performed. The patient is in recovering condition.